Manufacturer narrative:
A ge rep evaluated the system and replaced the isd circuit board and the interconnect cable. The system operates as intended.

Event description:
The customer reported that there was no power to the system. This would prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.